Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, high ventricular lead impedance in the bipolar configuration was noted.

Manufacturer narrative:
The device has been explanted but it appears that it will not be returned for analysis. Co, therefore consider this rpt complete to the best of co's knowledge.